Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated multiple low results. Customer reported that the low results were reported out of the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the flowcell, the sodium electrodes, the chloride electrode, the calcium electrode, the ratio pump, the electrolyte injection cup.